Manufacturer narrative:
(B)(4). Investigation summary the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This 54mm quickset grater broke during right total hip. The dome grater portion sheared off the metal piece that connects to the reamer handle. Surgeon retrieved the metal delay of 2 minutes. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.